Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.